Event description:
It was reported that with regards to tego¿ connector the external silicone membrane of a tego connector had been ripped apart when disconnected from the tubing it was attached to. There was unknown patient involvement and no adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: one (1) used sample was evaluated and silicone observed to be torn. The reported complaint of a torn seal could be confirmed from the photo as well. The seal was seen torn and removed from the sample. The probable cause is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.